Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of "solution changing technique" and bacterial peritonitis with culture positive for pseudomonas aeruginosa in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred, further described as a "solution changing technique". On (B)(6) 2010, the patient experienced bacterial peritonitis. On (B)(6) 2010, the patient was hospitalized for the bacterial peritonitis. It was not reported whether the patient received any treatment. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, the patient recovered from the bacterial peritonitis. Outcome for the event of "solution changing technique" was not reported. Action taken with dianeal therapy was not reported. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal therapy. The nurse believed the bacterial peritonitis was caused by the solution changing technique.